Manufacturer narrative:
During visual inspection, no issues were found related to the reported issue. The remote arm controller (rac) was installed onto the golden system where the component functioned as expected and no error codes were present. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. Root cause is attributed to a defective rac component.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the caller reported a single recoverable fault 25580 occurred. Prior to contacting technical support, the customer attempted a system recovery, but the error reoccurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs, which showed error 25580 pointing to the remote arm controller (rac) 1. The customer elected to convert to laparoscopic surgery. No known impact or patient consequence was reported.